Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 404 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer declined to troubleshoot for high blood glucose value. Customer also stated insulin pump receive no delivery alarm then it flashed and vibrated. Screen was off and it was still vibrating but there was nothing on the screen was vibrating. Customer states display is blank currently and. Customer states the display was not blank less than 30 seconds and did not return. Insert battery alarm did not display on the screen. Customer states the contacts on the battery cap are neither missing nor damaged also battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Insulin pump was received with a blank display, problem isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due to blank display.